Manufacturer narrative:
The complainant was able to provide the lot number; however, it does not match with an endoscopy device. Therefore, the manufacture and expiration dates are unknown. (B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The customer was reporting a balloon burst; however, during the product analysis the event was not confirmed. Taking into consideration the evaluation conducted and the details of the complaint, this investigation is assigned the most probable cause classification of no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst before being fully inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.